Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a cyst at the implant site. Antibiotic treatment was attempted; however, the issue could not be resolved. The patient underwent a revision surgery on (B)(6) 2015, to remove the cyst. The surgery revealed an infected area around the electrode array. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, august 14, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(6) 2015

Manufacturer narrative:
The report is filed october 12, 2015.